Event description:
At least 3 b. Braun introcan safety IV catheters size 22 g 1.75" were found broken in the packaging with packaging intact. Catheters were retrieved from box in this condition. Lot # 0061699798 IV catheters used for vascular access. Reference report: mw5117890, mw5117891.